Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding the home choice (hc) alarm situation 'check patient line' which occurred during initial drain. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that there was an air bubble in the line where she was connected. The tsr assisted the hp with ending therapy on the cycler so that the hp could setup with new supplies. The patient was involved but there was no patient injury or medical intervention reported.